Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The impella device was received from the customer and therefore, an evaluation of the device was completed. The returned pump was visually inspected and no abnormalities were observed. The pump was connected to a console and a controller error alarm reproduced. The visual fault locator was utilized and a disconnected fiber line next to the ferrule in the red handle was observed. The cause of the issue was a damaged optical fiber line in the red handle next to the ferrule. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. It was reported there was an optical sensor alarm during preparation of the device. Attempts to switch to a new console were unsuccessful. There was no adverse impact to the patient and support continued.